Manufacturer narrative:
Exp date unk as lot is unk. (B)(4). The investigation is in progress.

Event description:
The physician placed (B)(4) graft that pinned another MFR's catheter against the wall and released top cap. Looks like a bare stent wire pinned the catheter, not a barb. They tried to remove omni and no luck. They then used a lunderquist to help. The lunderquist became stuck. They pulled and it looked like it broke and began to unravel. They cut the luer hub of the omni. A raabe sheath was pushed forward to leverage and retrieve. The retrieval was successful for all parts. The portion that came back in the omni included a small loop (2-3 mm) of disrupted wire coil protruding through one of the flush holes of the marker cath. A portion of wire broke and had to be removed via assistance from a raabe sheath.